Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, the 510(k) number provided is of the device considered 'similar' to the complaint device. (B)(4). The evo-fc-10-11-8-b device of lot number c1397534 was returned to cirl and evaluated on the 10 oct 2018. Upon review of the returned device, two kinks were identified. One kink measured approx. 752mm from the tip of distal flexor. Second kink measured approx. 1319mm from tip of distal flexor. Tried to deploy stent in lab and flexor separated at kink 752mm from tip of distal flexor. Complaint is confirmed as the failure was verified in the laboratory. Root cause: based on the information provided the most likely root cause of this event was that a kink may have occurred at some stage during the procedure due to tortuous anatomy and this caused a build-up of pressure and this may have resulted in the flexor becoming kinked. The handling of the device is also a possible contributing factor. Document review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1397534 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1397534; upon review of complaints this failure mode has not occurred previously with this lot # c1397534. IFU review: the instructions for use ifu0056-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. Summary: complaint is confirmed as the failure was verified in the laboratory. The patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This file is being reported based on the FDA MDR malfunction precedence "flexor kinked/ stretched/ broke/ compressed". Impossible to deploy the stent, probably flexor kinked. No problems for the patient. As per cc form "doctor made a sphincterotomy then injected contrast before deciding to put a metallic stent. They opened the stent package and stent seemed ok. They pressed the button before to introduce stent through the scope channel. They were front of papilla and they decided to deployed the stent, they deployed it and it was difficult".